Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid valve insufficiency/regurgitation (tr) and heart failure appear to be cascading effects of the reported slda. Tr and heart failure are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2022, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Three clips were successfully implanted, reducing tr to a grade of 2. On (B)(6) 2025, the third clip was noted to have detached from one of the leaflets and remained attached to the other leaflet (single leaflet device attachment/slda). The patient had recurrent hospitalization with decompensated biventricular heart failure, ascites with known cardiac cirrhosis, moderate right ventricular dysfunction with persistent torrential tr. On (B)(6) 2026, the patient underwent an additional procedure with a non-abbott device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - triluminate pivotal, patient site (B)(6). It was reported that on (B)(6) 2022, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Three clips were successfully implanted, reducing tr to a grade of 2. On (B)(6) 2025, the third clip was noted to have detached from one of the leaflets and remained attached to the other leaflet (single leaflet device attachment/slda). The patient had recurrent hospitalization with decompensated biventricular heart failure, ascites with known cardiac cirrhosis, moderate right ventricular dysfunction with persistent torrential tr. On (B)(6) 2026, the patient underwent an additional procedure with a non-abbott device.